Event description:
The customer has reported that prior to a breast biopsy procedure the green and blue cable are cracked. The customer was unable to complete initialization due to damaged cables. The patient was rescheduled when a loaner unit was received.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Parts replaced that were unrelated to the customer complaint were the firing lever, rear rotation knob, safety latch and shroud. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.